Manufacturer narrative:
We received one flothru dpt with the attached three-way stopcock at the male connector and merit flush device at the female luer of the dpt. The complaint of leakage was not confirmed. There was no leakage found from the kit during leak testing; however, the flow rate of the merit flush device was measured at 2.3ml/min during flow rate testing, which does not meet the specification in the IFU (2 to 4ml/hr). It appeared that the flush device housing was not assembled straight and this affected the flow rate. The defect was confirmed to be a manufacturing nonconformance of the merit supplied device. A supplemental report will be forthcoming with the investigation results from merit upon receipt. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
Root cause analysis has been requested of the supplier and corrective actions will be applied at the end of the investigation.

Event description:
It was reported that "saline leakage was observed from the connection during priming in ccu." It was confirmed that the customer noticed both the leakage and the fast flow rate. No patient complications were reported.